Event description:
The lead underwent product analysis where the report of a lead fracture was not verified within the single returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator underwent product analysis and would not interrogate ¿as received¿ prior to decontamination or at the pa lab bench. Therefore, the ram and flash data download, system diagnostics, final electrical test, and diagnostic vbat calculation could not be performed. The electrical test results showed that the printer circuit board assembly (pcba) performed according to functional specifications. The electrical performance of the generator, as measured in the pa lab, was used to conclude that no anomalies exist and the end-of-service (eos) condition is an expected event. No additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was initially reported that this patient was being referred for a full revision. X-rays were reviewed prior to the case which indicated that the lead was broken. It was stated that the device had been dead for a few years and therefore the generator was also replaced. The explanted devices have been returned and analysis is underway but has not been completed to date. No other relevant information has been received to date.